Event description:
It was reported that the patient had a non-device related fall due to a drop in heart rate postoperatively from a spinal cord stimulation (scs) implant procedure. As a result of the fall, the patient had broken her arm. A computerized tomography (CT) scan confirmed there were no issues with the implanted devices. The patient confirmed that the scs device was providing therapy for her pain. However, approximately a week later, the patient passed away due to cardiac issues.